Event description:
The external pulse generator was returned due to being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the customer comment that the case and atrial connector were broken. Analysis also found the upper case, lead flex cover, ventricle output connector and the battery drawer were broken, that the upper and lower cases were contaminated, that the battery contacts were compressed and the keyboard scratched. (B)(4).